Event description:
Ous MDR - after an implantation time of about 13 months, an insulation defect with sparkover at shock delivery was reported. No deterioration in the patient's state of health was reported. A new ICD and lead were implanted.

Manufacturer narrative:
The ICD first underwent a visual examination. A sparkover trace was found on the ICD housing, which indicates a sparkover between the hv conductor of the lead and the ICD housing. In addition, traces of abrasion were detected on the housing. The ICD then underwent an electrical examination. The clinical observation was confirmed, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. Next, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage to the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module lead, in turn, to a permanently increased current uptake and consequently to a discharge of the battery and the resulting lack of interrogation capability of the ICD. There were no sparkover traces or short-circuits within either the ICD or the connection system, which could be related to the clinical observation. The low-ohmic shock path clearly resulted from an external short-circuit. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.